Manufacturer narrative:
H3 other text: no product returned.

Event description:
It was reported via mw5117342 that two yukon oct set screws had migrated. Patient was revised. This report captures the second of two screws.